Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error e-116 occurred on display after the field service engineer (fse)switched on the subject device. The issue occurred during primary inspection. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 - company representative is not applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the error message e116 displayed could not be determined. Olympus will continue to monitor field performance for this device.